Manufacturer narrative:
Merge healthcare is currently waiting on additional information from the user so that the cause of the problem can be determined. Once the information is available, a follow-up report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that full disclosure did not record completely during an active case. No further event information is available at this time. With merge hemo's full disclosure functionality not performing as expected, there is a potential that information during a procedure is not fully documented in a patient's report. A lack of complete information has a potential for mistreatment or misdiagnosis for a patient. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 10apr2016. As indicated in the initial report, merge technical support needed additional information from the customer to determine the cause of the reported full disclosure recording issue. Merge technical support contacted the customer on 14mar2016 to advise them that the event logs were reviewed and it was found that full disclosure recording was working correctly; it was started at 1:27 pm and then ended at 1:31 pm. Merge technical support attempted to reach the customer an additional four (4) times: 25mar2016 (email), 08apr2016 (voicemail), 27apr2016 (voicemail), and finally on 06may2016 (voicemail). There was no response from the customer so the issue was closed on 16may2016 due to no response. Merge hemodynamics is designed to automatically record a new study as indicated in the device labeling, "full disclosure provides a means to record waveforms from previously stored data. While in monitoring mode during a study, heart rate and waveform data are continuously stored for all ECG and pressure channels." Full disclosure recording allows the medical staff to re-record and/or mark r-waves for better results at the request of the attending physician. The previously recorded data is used rather than live monitoring. Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence in the troubleshooting section with statements such as, "problem: there is no full disclosure recording. Resolution: close the study and exit the application. Power down and reboot both the client and hemo monitor pcs. Reopen the study. Answer yes to is patient still being monitored. If problem persists, contact technical support." Additionally, an icon appears within the hemo application notifying the user that full disclosure is active and a study is being recorded. It will remain on from the time the study started for recording until the study is exited by the user. The title bars on the hemo display will change color depending on the current mode of operation. The following is a guide to the modes and colors used. Pale yellow - live mode, not in a study or in a study with the patient not monitored. Olive - live mode, in a study with patient monitoring. Red - live mode, in a study with full disclosure in replay mode. Burnt orange - training mode, not in a study (or in a study with the patient not monitored). Blue - training mode, in a study with patient monitoring. Plum - training mode, in a study with full disclosure in replay mode. Revised information contained in this supplemental report includes the following: evaluation codes: methods code: 3372 analysis of data log(s) [analysis of device log data such as error or keystroke log, or device alarm history]. Results code: 213 no failure detected. Conclusions code: 67 unable to confirm complaint. Indication of additional manufacturer information is contained in this follow-up report.